Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt said they had their ins installed by dr. (B)(6) and then started having severe pain at the ins site. Pt said they went to (B)(6) office, told them that they couldn't bear the pain and couldn't sit because the pain was so bad. Pt said dr. (B)(6) never helped. Pt said 8 months later, they were so desperate, they started seeing a different hcp (dr. (B)(6); pss unsure of hcp last name as pt was hard to understand). Pt said the new hcp did a CT scan and said there was abroken vertebrae where the ins was. The new hcp said when the pt was implanted, they must have pushed too hard and the vertebrae broke in 2 pieces. Pt said they needed surgery right away. Pt mentioned that before the surgery, they were given 2 shots one day and shots the other day that made it worse and worse for them. Pt said now the ins was doing nothing for them and was wanting it removed. Pt was also wanting the (B)(6) to be made aware of what happened to the pt. Pss redirected pt to hcp regarding ins removal and documented information given during call (pt was hard to understand during parts of the call).redirected caller: patient's hcp pss sent email to update pt first name. Redirected caller: device registration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from patient regarding their complaint, patient reports their device is still in them, and it is not being used. Will follow up with their hcp to help resolve the issue, and the issue has not been resolved.

Event description:
Additional information was received on february 23, 2023. The pt reported their vertebra was broken in 3 different parts, and that it broke during the ins implant surgery. They added that they had a sharp pain on the other side of their implant site that was severe, and caused the pt to be in bed for 10 months, which had made them depressed. The pt had gone to the doctor's office and received injections, but those caused them more pain. The pt stated it was a "disaster". The pt inquired about how to charge the ins on their own; they stated they had been working with someone who was helping them to charge their ins previously. The pt was redirected to their doctor for assistance with recharging. The pt stated they would contact their family doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.